Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was scratched. The blood glucose value was 135 mg/dl. Customer stated that the screen was not readable. The product will return for the analysis.

Manufacturer narrative:
Pump passed displacement test. Unit was received with minor scratched lcd window.